Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button cover was missing and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause for the reset has not yet been identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.